Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced episodes of hypoglycemia while using the ilet bionic pancreas, with lows occurring after preceding highs and suspected automated correction, and the cause remained unclear. Symptoms included hypoglycemia. Outcomes included no reported medical intervention, emergency care, or hospitalization. Investigation included case intake, troubleshooting, and user education. Investigation of this case revealed no alarms or alerts and no definitive device malfunction identified, and the cause of the hypoglycemia was not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.